Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of silicone migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; multiple right-sided axillary and subpectoral silicone infiltrated lymph nodes seen.

Event description:
Patient reported "feeling very nervous and anxious about how the new implants are going to be." Subsequently, healthcare professional reported that ultrasound identified, "bilateral rupture", "low density fibro-glandular pattern. Unremarkable nipples and skin. Partially visible right axillary lymph node. Right m1. And ¿multiple right-sided axillary and subpectoral silicone infiltrated lymph nodes seen." The device remains implanted. This record represents the right side.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: no observed. Capsular contracture: unable to confirm as it is a medical event not related to the device. Silicone migration : confirmed, creases flat observed on the device. Additional observations: yellow particles observed on the surface of the shell. Crease flat observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Event description:
Patient reported "feeling very nervous and anxious about how the new implants are going to be." Subsequently, patient reported that ultrasound identified, "features suggesting intracapsular rupture.", "low density fibro-glandular pattern. Unremarkable nipples and skin. Partially visible right axillary lymph node. Right m1.¿ and ¿multiple right-sided axillary and subpectoral silicone infiltrated lymph nodes seen." The device has been explanted. This record represents the right side.